Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the patient presented to the clinic with an escape rhythm of 20 bpm. Attempts to interrogate the device were unsuccessful, and there was no output. The device was last interrogated three months prior, giving an average longevity estimate of 18 months. Possible premature battery depletion was suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.